Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment under warranty, provided storage mode instructions, confirmed shipping details, instructed return of problematic pump within 10 days using prepaid materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.